Event description:
A review of service data has detected a reportable event. Upon servicing of battery pack sn (B)(4), which was returned for normal maintenance, the battery pack was unable to charge. The last pt to use this battery pack did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) was completed. Upon investigation, the battery was unable to charge. The root cause for the inability of the battery to charger was unable to be positively determined, but was likely caused by defective battery cells. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.